Manufacturer narrative:
Cocomitant medical prdouct: e2dr01 ipg implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture. The lead was initially capped and replaced, and was later removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.